Event description:
On (B) (6) 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving an "apply sample" message. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with an insulin pump. The product issue began on (B) (6) 2009 at 10pm. The pt was able to obtain her blood glucose readings on her other meter after the reported issue began. The pt tested at "236 mg/dl" on (B) (6), 2009 at 7am and at "164 mg/dl" at 3pm. When the pt obtained the "236 mg/dl," the pt allegedly increased her insulin dose by 1 unit. The pt did not have any symptoms. During troubleshooting, the customer care advocate verified that the testing technique for sample application was correct and the sample was drawn into the test area. However, the product issue was not resolved. This complaint is being reported due to the alleged "apply sample" issue. There is no evidence that the pt suffered a serious injury due to the product issue. The pt took insulin based on a blood glucose reading of "236 mg/dl" and did not have any symptoms that would suggest the pt was hypoglycemic or hyperglycemic. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.